Manufacturer narrative:
This report is submitted on august 17, 2018, (B)(4).

Event description:
Per the clinic, the patient underwent skin revision surgery (date not reported) to remove a keloid scar. Additional information has been requested but has not been made available as of the date of this report.